Event description:
It was reported that the patient presented at the emergency department on 30may2023 with a driveline infection and drainage. The cultures were positive for several organisms, but none were predominating. The patient was treated with incision and drainage and wound vacuum assisted closure which resolved the symptoms. The patient was discharged home on (B)(6) 2023 on zosyn (piperacillin / tazobactam) antibiotic long term. The patient was managed outpatient and monitored for the status of the chronic driveline infection. The plan of care was outpatient monitoring on an ongoing basis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected UDI. Section h6: corrected health effect - clinical code and health effect - impact code. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.